Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary cubie drawer and pocket had failed and were not loaded in the device. A field service engineer shut down the station, reseated the row board cable and retractor bands for drawer, released all cubies, and checked for debris to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a hardware failure. The customer reported that the drawer in the auxiliary was failed, and no cubies showed up. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.